Event description:
Additional information received reported vessel tortuosity was normal. The pipeline was slow to open distally. Physician reported this was not unexpected given the size of the device. The catheter was a phenom27 catheter. The pipeline was implanted at the intended location. It shifted proximally slightly during recapture attempt but not significantly. The tip of the microcatheter has to move to deploy the device. A distal portion and a middle portion did not open. The pipeline distal deployment was a straight segment. There was no issue with a navien catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Information has been requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that had very difficult deployment. The pipeline opened/deployed prematurely, was difficult to position, and required adjustive assist to open properly. The patient was undergoing a procedure to treat a common carotid fistula (ccf) that was believed to have been caused by a recent motorcycle accident. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline was being used off-label to rebuild the ica in the case of ccf. Coils were used to embolize the venous side of the fistula. The pipeline and all accessory devices were prepared per the instructions for use (IFU). Partway through deployment, the pipeline slipped off of the proximal pad. Retrieval of the system was attempted but the pipeline just started deploying further. The physician attempted to retrieve the pipeline with the navien intermediate catheter but could not so both the microcatheter and navien catheter were pulled back to deliver the pipeline stent. A couple of sections of the pipeline appeared pinched/unopened but they were able to pass the microcatheter through the pipeline to open the stent a bit, then balloon angioplasty was performed to open the pipeline more completely. Though the deployment was very difficult, it was ultimately successful. There was no harm or injury to the patient. Ancillary device: navien intracranial support catheter.